Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specs. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that: pt, within the last month, is having weakness, stiffness and started limping. Pt reported that in (B)(6) of 2012 she had blood work for cobalt and chromium and the levels are slightly elevated for both. Pt is also reporting that she received the results of her MRI on (B)(6) 2012.